Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that the machine alarmed "valve 400" near the end of a patient's treatment. The patient's blood turned dark very quickly so the patient was disconnected from the unit without having their blood rinsed back. The patient's estimated blood loss was approximately 200cc. Reportedly, only 10 minutes remained when the issue was observed, so the decision was made to end the treatment rather than preparing another unit for therapy. There were no adverse patient effects as a result of this event. No patient complications occurred and no medical intervention was required. Following the treatment, the system was removed from service. Functional testing performed by the biomedical engineer confirmed that the unit was operating properly. The system was returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, the user facility made no request for an on-site repair to be performed by a fresenius regional equipment specialist (res), and no parts were returned to the manufacturer for evaluation. Therefore, the failure mode cannot be confirmed. Although the complaint was not able to be confirmed, the following system information was provided by the user facility. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The unit was returned to service at the user facility with no further issues being reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.